Manufacturer narrative:
Correction: additional review indicates that fdd (B)(4) no longer applies to this event.

Event description:
Additional information received from the patient reported she first started experiencing the device flipping on (B)(6) 2011 and both the flipping and weight gain are not resolved. No symptoms were reported and no steps taken to resolve the flipping.

Event description:
Additional information from the patient reported that they had discomfort in the area and a sense of pushing against the stomach due to the device being perpendicular rather than lying flat. It was much stronger feeling of pushing and pain in the stomach. There were no steps taken to resolve the flipping and the issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had substantial weight gain post device implant. The device was perpendicular to the body rather than horizontal. In close proximity to the original surgery a suture tore free and caused the device to flip. The ins indication for use was not clear at the time of the report.